Event description:
It was reported that the patient experienced phrenic nerve palsy, and the procedure was discontinued. During a cryoablation procedure, a polarx fit balloon catheter was selected for use. It was reported that polarx was used to treat the left superior pulmonary vein, left inferior pulmonary vein, right inferior pulmonary vein and right superior pulmonary vein. The phrenic nerve stopped responding during right superior pulmonary vein cooling. The minimum cooling temperature was -61degrees celsius with a tti of 25 seconds, and the w stopped after 102 seconds of cooling. Due to the state if phrenic nerve damage, the physician chose to discontinue treatment; no additional cooling of the right superior vein or roof ablations were performed. During cooling, the doctor performed palpation, c-map monitoring, and dms monitoring, but there were fluctuations in the intensity of palpation, and it seems that c-map monitoring was not performed continuously. No medical surgical intervention was required. It was confirmed by contrast that it was an obstruction at the antrum. The nerve palsy recovered by the end of this treatment. The device has been discarded and is unavailable for return analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Adverse event/product problem from serious injury to malfunction. Outcomes attrib to adv event from other serious (important medical events) to none. Type of reportable event from serious injury to malfunction. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the procedure was discontinued. During a cryoablation procedure, a polarx fit balloon catheter was selected for use. It was reported that polarx was used to treat the left superior pulmonary vein, left inferior pulmonary vein, right inferior pulmonary vein and right superior pulmonary vein. The phrenic nerve stopped responding during right superior pulmonary vein cooling. The minimum cooling temperature was -61degrees celsius with a tti of 25 seconds, and the w stopped after 102 seconds of cooling. Due to the state if phrenic nerve damage, the physician chose to discontinue treatment; no additional cooling of the right superior vein or roof ablations were performed. During cooling, the doctor performed palpation, c-map monitoring, and dms monitoring, but there were fluctuations in the intensity of palpation, and it seems that c-map monitoring was not performed continuously. No medical surgical intervention was required. It was confirmed by contrast that it was an obstruction at the antrum. The nerve palsy recovered by the end of this treatment. The device has been discarded and is unavailable for return analysis.